Event description:
Pt coded and the respiratory therapist opened two "easy cap ii's" that failed until the third one worked. Both caps remained purple. The therapist stated they were the wrong color. The expiration date is 5/02.